Event description:
Additional information: it was reported that the patient underwent a catheter revision, it was unknown if the patient had any problems since. It was later reported that the cause of the event was the pump. The patient had a revision and the outcome was no injury.

Event description:
It was reported that the patient's pump had a greater than expected residual volume. On (B)(6), the expected residual volume (erv) was 3ml and the actual residual volume (arv) was 6ml. The week prior to report, the erv was 2-3ml and the arv was 17ml. It was noted that there were no therapy issues, but the patient was taking oral medications. A dye study was attempted on the day of report, but the catheter access port (cap) was unable to be aspirated. Two roller studies were performed the same day. The first showed that there was no roller movement and the second showed only 15 degrees of movement, opposed to the expected 60 degrees. It was reported that the patient would undergo exploratory back surgery and a possible catheter revision. Two days later, it was reported that the patient's entire catheter was going to be replaced on (B)(6). No specific catheter malfunction was noted, though it was stated that it was believed that there was a "catheter issue." It was noted that the pump was set to minimum rate at the time of report. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).